Event description:
It was reported that the user experienced alert 41 indicating an insulin shaft rewind error during setup of the ilet and was unable to complete the rewind despite multiple restarts, after which a replacement ilet was arranged and the user was instructed on shutdown and data handling. Symptoms included no reported change in blood glucose. Outcomes included continued use of cgm while awaiting the replacement and instructions to return the original device. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.